Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. There is no field replacement for the base of the unit, therefore replacement of the entire unit is the proposed action.

Event description:
The hospital reported the caster wheel came off while the unit was being moved. The unit almost tipped over. No report of injury.